Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms noted. The motor was tested outside of the device and passed. No motor error alarm noted. The functional tests could not be completed due to the prime anomaly. It also had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Blood glucose value was 257 mg/dl. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. He stated that the device had a crack near the battery compartment. The customer was able to rewind and prime and the insulin pump passed the displacement and self test. The device was returned for analysis.